Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced less than 50% therapy relief. The location was reported as the device pocket. A dye study, x-rays and checking the pump logs were completed. The dye study on (B)(6) 2013 revealed the catheter was disconnected at the pump site and there was plan to send the patient for a revision. The cause was not determined nor was the issue resolved. The patient¿s status at the time of the event was reported as alive, no injury. This device system delivered dilaudid. It was further reported that the patient was being scheduled for the revision.

Event description:
Additional information received reported the device system was used to deliver saline and that there were no other medications in the pump at the time of the event. It was unclear if the device contained dilaudid or saline at the time of initial report. The revision was reportedly scheduled after the new year however it was then indicated it was "unknown" and the surgery was pending. As reported the myelogram on (B)(6) 2013 showed contrast accumulating around the pump indicating the catheter was disconnected from the pump. The patient was still awaiting a revision and was currently on oral medications for pain control. It was noted the patient had been referred to a health care provider (hcp) for the revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a device manufacturer representative attended the patient's surgery on (B)(6) 2014 which began as a pump pocket revision. Once the health care provider (hcp) got into the pocket, where the "collett (pump connector)" was sitting in the pocket was kinked right at the other end, towards the catheter side. The catheter was fractured at the kink. It reportedly looked like the fracture was due to the way the "collett (pump connector)" and catheter were sitting in the pocket. The surgeon reportedly requested to send in the fractured portion. The fracture as reported was discovered during the surgery but the hcp had found "problems" during the pump myelogram previously reported. The pump at the time of the supplemental report contained saline and had been filled with saline "for a while". It was then reported during the procedure, the pump was "reimplanted". The hcp spliced a centimeter off the catheter and used a new pump connector. The reporter questioned whether the "collett (pump connector)" healed at a ninety degree angle and whether having it bent caused the fracture. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body hole cause by deep abrasion. Analysis found a kink and breach in the catheter. Analysis found tears in the seal material near the guide ring, it was noted that the seal material was still attached in both instances. Analysis found a small section of transition tubing had been torn away. Analysis found a kinked area on the proximal side of the connector and a breach on the distal side of the connector. Analysis found the kinked area of the catheter near the proximal collet. Analysis found during pressure testing in the lab, the kinked area did not occlude when the catheter was bent to a narrow radius. Analysis found the area of abrasion damage near the distal side collect on the catheter to catheter connector, during pressure testing in the lab the area leaked. Analysis found a breach in the inner silicone layer where the leaking was occurring.